Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's infusion set site fell off while sleeping. Reportedly, the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl and was addressed by administering manual injections. The customer was taken to the emergency room (ER) and an intravenous (IV) drip of fluids and insulin were administered to address bg level. The customer was subsequently hospitalized and an IV drip of fluids and insulin were administered to address bg level. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (infusion set information); however, no additional information regarding this event was provided.